Event description:
It was reported that a spectrum pump alarmed system error 105 prior to start up. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed by reproducing the system error 105. The eval determined the cause to be a seized motor. The failed motor assembly was replaced.